Event description:
During the right renal artery stent angioplasty procedure, when the palmaz blue on aviator plus (5 mm diameter, 50 mm length, on 142 cm) sds system crossed through the lesion, the physician withdrew it to close to the lesion and found the stent fell from the delivery system. The physician retrieved the fallen stent by using grabber. The surgery was prolonged around two hours. The procedure was completed successfully when the physician used another non-cordis 5x15 mm stent. There was no report of patient injury, however it was noted that additional intervention was done on the patient. The lesion was 90% stenosed, and severe calcification. The product was stored, handled, and prepped according to the IFU. There was nothing unusual noted about the packaging or product prior to use. There was no kink noted on the device prior to use. During prep, the stent was manipulated. There was no difficulty advancing the unknown guide wire towards the target lesion. There was no difficulty advancing the device towards the target lesion.

Manufacturer narrative:
(B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received clarified that the fallen stent was retrieved by using grabber. No additional intervention was performed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a right renal artery stent angioplasty procedure, when the palmaz blue on aviator plus (5 mm diameter, 50 mm length, on 142cm) sds system crossed through the lesion, the physician withdrew it to close to the lesion and found the stent fell from the delivery system. The physician retrieved the fallen stent by using grabber. The surgery was prolonged around two hours. The procedure was completed successfully when the physician used another non-cordis 5x15mm stent. There was no report of patient injury, however it was noted that additional intervention was done on the patient. The lesion was 90% stenosed, with severe calcification. The product was stored, handled, and prepped according to the IFU (instructions for use). There was nothing unusual noted about the packaging or product prior to use. There was no kink noted on the device prior to use. During prep, the stent was manipulated. There was no difficulty advancing the unknown guide wire towards the target lesion. There was no difficulty advancing the device towards the target lesion. Additional information received clarified that the fallen stent was retrieved by using grabber. No additional intervention was performed. The product was returned for analysis. One non-sterile palmaz blue on aviator plus, 5 mm diameter, 50 mm length, on 142 cm balloon catheter was returned. The stent was returned in a separate bag. Per visual analysis the balloon was previously inflated and deflated. Crimping marks could not be observed since the balloon was previously inflated and deflated. A device history record (DHR) review of lot 17087573 revealed no anomalies or non-conformances that can be associated with the reported event. According to the IFU the user should; prior to stenting, the palmaz blue .018 peripheral stent system should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system. The reported ¿stent- dislodged-in patient (peripheral)¿ was not confirmed through analysis of the returned device. The exact cause of the dislodgement could not be determined as the balloon was previously inflated and deflated. Based on the information available for review, vessel characteristics (severe calcification and a rate of stenosis of 90%) may have contributed to the dislodgement, as might the stent manipulation during prep. Neither the DHR review nor the product analysis suggests that the dislodgement experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.